Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 500 mg/dl at the time of the event. Prior to the event, the patient experienced thirst, dizziness, and vomiting. The customer was treated with manual injections. The current blood glucose is 309 mg/dl. No further information was provided.